Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump was received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that her blood glucose went up to 560 mg/dl, and there was a crack in the insulin pump. The crack was located in the upper right corner of the screen and the customer stated she could still read the pump screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.